Manufacturer narrative:
(B)(4). A third party service provider evaluated the ventilator and found a damaged printed circuit board. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator stopped cycling and was emitting smoke. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.